Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported by the person with diabetes (pwd) mom that the site was pulled out and she did not notice. The mom stated that when she checked the patient, she noticed that their shirt was wet. When she lifted the shirt, she saw that the cleo 90 cannula had been accidentally pulled out from their skin and the cannula was bent up into the infusion set. Mother stated they were not sure how long the patient was not getting any insulin. Mom changed the site, inserted a new cannula and requested for a replacement. Pss verified address and advised will send out replacement and she will receive an email with tracking information. Patient is a 10-year-old male, weigh 89 lbs, non-hispanic or latino, white. The event did not cause injury to the patient.